Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted in patient.

Event description:
The sales representative reported that " the surgeon was operating on a distal radius fracture. He used a variax dr plate. He locked the distal screws (t8 - 2.7mm) into the plate. Following an x-ray 2 days after surgery, the surgeon noticed that the screws had come out of the plate by a few millimeters". Plate number: (B)(4). Screws : locked 2.7mm. Date of operation : (B)(6) 2021. Date of x-ray : (B)(6) update: the surgeon did not feel a good locking during the operation, he wonders if the variax 2 screws are accepted by the variax plates. At the x-ray check after the surgery, he saw that the screws had moved.